Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the patient presented to the hospital due to a patient alert sounding. Interrogation showed the rv impedance was greater than 3000 ohms and there was an elevated short interval counts (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the analysis for the returned lead is still in progress. However, performance data collected from the device was received and analyzed. Analysis revealed the there was oversensing with non-physiological/short interval counts (sic). There was 12 episodes of non-sustained tachycardia of less than 220 milliseconds v-v cycle are recorded between 12 and (B)(6) 2013 and 999 v-sic counts are recorded beginning (B)(6) 2013. Also a lead integrity alert warning for out of tolerance subthreshold lead impedance alerts are recorded on (B)(6) 2013. (B)(4).